Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) felt dizzy while leaning over a car alternator. The patient's symptoms ended when he stepped back from the car.